Event description:
The advocate, from (B)(6), stated his daughter received a blood glucose reading of 3.2mmol/l from the contour next that was automatically marked as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. New strips and meter were sent to the customer.